Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump died before alerting to low battery life and on rewind and prime the insulin pump was louder as well as unexplained non-delivery alarms. Customer¿s blood glucose level was unknown. Customer stated that the diminished battery life as well as rejects new batteries and failed battery test alarm. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.